Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, right ventricular lead noise was noted on the stored electrograms. A lead fracture due to subclavian crush was suspected. The lead was explanted and replaced. Patient was in stable condition.

Manufacturer narrative:
Final analysis found that the insulation was crushed and fractured at 28 cm from the distal tip consistent with clavicular crush which likely caused the field complaint of noise. Further analysis found that the insulation was abraded at 35.3 cm to 35.8 cm from the distal tip consistent with lead friction with the device can.